Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that it was a replacement for the or4 pyxis scanner. A field service engineer successfully replaced a bad cable on the scanner to resolve the issue. The system functioned as intended after the field service engineer verified the device. A technical support specialist confirmed that there was a delay in dispensing medication to the patients.

Event description:
It was reported that when using the pyxis anesthesia system, a pyxis scanner was currently malfunctioning. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.